Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller stated there were low impedances on pair 0/1. The reason for the call was compatibility for an MRI with the short. The caller stated that the patient was programmed using c+ 1- 2-. The caller also stated that the patient had 3 falls prior to the short being discovered in (B)(6) 2019. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), stated that when asked if the low impedances were believed to have been related to the patient¿s falls that the patient had ¿three falls and hit their head a few times.¿ due to the low impedances the patient¿s settings were changed and another contact was chosen. The issue of the low impedances was not resolved so the patient would be scheduled to meet with the neurosurgeon to decide the next steps. No patient symptoms or further complications were anticipated.